Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a tubing leak. There was no report of harm. The specific event date was not provided however it occurred with the last couple of years.